Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - hled 500. The customer claimed that the cover was missing. Based on photographic evidence the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was being used for patient treatment or diagnosis when the event took place. Paint chipping was detected on the powerled fork axle. The cleaning protocol was not provided and the axle involved was not returned for expertise. According to the photographic evidence, the stainless steel axle is partially chipped and shows no signs of rust. The adjacent painted surfaces are not involved by paint chipping, therefore a defect in the cleaning protocol can be excluded. The chipping of the paint is probably due to a lack of adhesion caused by an isolated preparation defect during the painting process. This is not a recurrent case, if other cases are reported, an investigation will be conducted with the supplier in order to undertake preventive actions. To prevent any incident, the powerled instruction for use IFU 01581 mentions: do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients, check for any chipped or missing paint during the daily inspections before use. The most likely root cause of the issue with end cap is an incorrect mounting of the part. The fact that device leaves the factory with such a partial positioning is highly unlikely. The end cap has been removed or reinstalled on site during installation or a maintenance procedure. A shock with another device like a spring arm or main arm cannot be the root cause. This possibility was tested without consequences for the end cap. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6) event site name: (B)(6) hospital event site adress: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 21th june, 2024 getinge became aware of an issue with one of surgical lights - hled 500. The customer claimed that the cover was missing. Based on photographic evidence the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.